Event description:
It was reported that the display on the generator would disappear when someone tapped on the display. The generator was swapped prior to the start of an unk case and the case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to lose display intermittently. To correct this issue, the analysis site replaced the main pcb. The site also found the display on the bezel sub-assembly was damaged and to correct this issue, the analysis site replaced the bezel sub-assembly. Per the service manual, calibration and test were performed with the unit passing all tests. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.